Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized for low blood glucose. Customer passed out and broke her tibia. Customer declined to troubleshoot for low blood glucose. Customer has checked the insulin pump so knows it is ok. Customer was advised by her doctor that her blood glucose will be high because she is pain from the break. Customer was treated with an IV. Customer was wearing the device during hospitalization. No further information reported.